Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/17/2018, that on (B)(6) 2018, a pairing failure between the smart device and transmitter occured. No additional patient or event information is available. Data was provided for investigation. The complaint confirmation of a pairing failure was not confirmed. However, a failed transmitter error was confirmed in connection to the reported allegation. The probable root cause was determined to be a low transmitter battery that lead to a transmitter failure. The reported issue of a pairing failure is reportable based on the finding of transmitter failure error. The device was received for investigation. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4)

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it did not confirm the customer complaint, but there was a transmitter failure found. The reported event of pairing failed was not confirmed. The root cause could not be determined.